Event description:
On (B)(6) 2009, the patient reported experiencing air bubbles in her insulin cartridges "nearly every time she fills her cartridge." She was not experiencing air bubbles at the time of the report. She stated that she allows insulin to reach room temperature prior to use and she primes all air bubbles from the system. No physiological effects were reported. Additional training was offered, but the patient declined. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.